Manufacturer narrative:
Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for these lot numbers on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact it was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl two anchors pulled out while tying the second suture. Two twin fix ultra pk 5.5's were put in their place. The site was prepped with the gold awl and the twin fix 4.5mm dilator on both anchors. The new anchors were placed in the same holes, no new holes needed to be drilled.